Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, while performing a firmware upgrade, the device entered backup vvi mode. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported complaint of backup vvi reset was confirmed. The device was received operating in backup vvi mode due to code corruption. Analysis of the device image revealed a corrupted code from telemetry interruption, which resulted in the reported issue on backup operation. The cause of the telemetry interruption is consistent with anomalies associated with firmware upgrade procedure.